Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the hard drive on the unit, which resolved the reported issue. Fss performed the field service checklist, which the system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that blue screen occurred on the signature system. It was reported that the issue was found during preparation, that a back-up machine was used to do the procedure. No patient injury reported.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.